Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. When the pacemaker is at the 6.7 volt setting, the pacemaker cannot receive the information. The printed circuit board was out of electrical specification. (B)(4).

Event description:
It was reported that there was abnormal sensing. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.